Manufacturer narrative:
The infection has reportedly not resolved. The recipient continues to undergo IV antibiotic treatments. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device will not be returned to the company for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was treated with IV antibiotics and the infection has resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced no sound following an ear infection and tympanic membrane perforation. The recipient was prescribed antibiotics (type unknown); however, the infection did not resolve. A CT scan revealed new osseous erosion of right cochlear turn. External equipment was exchanged and programming adjustments have been made; however, the issue did not resolve. The recipient's device was explanted. The recipient will not be reimplanted. The recipient is recovering well.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.